Event description:
The uno lift was in the corridor for charging, and was out of use. Facility staff alleged that they heard a cry for assistance and when they arrived, they found a female, bent over the lift, with the hook of the sling bar through the jaw and out through the mouth. Pt was transported to the hospital.

Manufacturer narrative:
Lift is back in service. MDR submitted based on alleged serious injury.